Event description:
On (B)(6) 2012, the distributor contacted animas, stating that the up arrow, down arrow, and ok keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/09/2014 with the following findings: the keypad cover was returned undamaged. During testing, the contrast button was intermittently unresponsive which has no effect on insulin delivery; all other buttons responded appropriately. The pump cover was opened and evidence of contamination was found under all key contacts. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.